Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No unexpected low battery alarms noted. The insulin pump was received with intermittent button response due to moisture damage at keypad traces. No display anomaly was noted. The insulin pump was received with minor scratched display window.

Event description:
Customer reported that the battery life in the insulin pump had been shortening. She also reported that when she attempted to deliver a bolus, the numbers continued to scroll without further input. Customer stated that she had been outside in the heat all day the day prior to this, but could not recall anything else that may have led to the keypad issue. The blood glucose reading was 198 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.